Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels for several days leading up to the call. The customer reported performing multiple set changes, but the high blood glucose levels persisted. Blood glucose level near the time of the call was 317 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unable to prime unit during prime/delivery test due to slightly loose drive support disk. Unable to perform occlusion test, prime/delivery test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained back address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.